Manufacturer narrative:
Doctor reported issue to healthtronics during another procedure. Urethral sloughing is a known complication of prostate cryotherapy.

Event description:
Doctor told healthtronics employee of a patient who developed sloughing following a prostate procedure. No issues identified during the case, sloughing seen after the case was completed. Doctor believes that because the urethral warmer no longer warms to 42 degrees or higher, that the lower temperature is what allowed the ice to encroach on the urethra and cause a slough.

Manufacturer narrative:
The cryo-63 warming system worked as intended. The warming system has a fixed temperature that meets healthtronics' customer needs report requirement of having the ability to raise and maintain fluid temperature of circulating fluid. This requirement was validated during performance testing that showed the system was capable of maintaining the fluid temperature of the circulating fluid at the required temperature during the freeze cycle. Additionally, historical review of complaint data showed that this is the only complaint associated with the temperature of the cryo-63 warming system.